Manufacturer narrative:
The device has not been explanted. If it should be explanted it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt was seen for his 1 year check. He has experienced an unusually long time reaching full-time use and acceptance of his cochlear implant. Family does not report any accidents, trauma, or blows to the head.